Manufacturer narrative:
Please note that this is actually a follow-up #2 report. The initial 3500a medwatch report and follow-up 1 3500a report was submitted in a previous system under report # 3004939290-2016-00347. All further reports for this case will be submitted under this current report. Additional information was received: an 8f11cm unknown sheath introducer was used in the procedure. Ten minutes post intervention in the cath lab, blood pressure dropped. There was no tachycardia and no hematoma at that time. Ultra sound in ICU validated fluid in the abdominal cavity. (B)(6). Concomitant medical products used: aneurysm coiling, microvention coils uses, lvis stent internal carotid. Heparin 6,000u given, patient on plavix and asa. (B)(6). The user facility did report the event to FDA. The report was updated accordingly. (B)(4). Updated complaint conclusion: it was reported that a patient died following femoral arterial closure with the mynxgrip 6f/7f device. Two stick attempts were made before intravascular access was achieved. The puncture site was located below the most inferior border of the inferior epigastric artery (iea), however, it was noted to be a high stick. Multiple sheath exchanges were not required during the procedure. The mynx device was being used in conjunction with an 8f 11cm procedural sheath following an interventional peripheral post intracranial stent procedure. Hemostasis was achieved. Ten to 15 minutes later, the patient's blood pressure dropped and IV vasopressors were given for hypotension. There was no tachycardia and no hematoma at that time. Code blue was called and CPR was initiated. During chest compressions, it was noticed that the device had failed and the patient had developed a hematoma (unknown size), so manual compression was held for an unknown duration. The patient was then transferred to the ICU and died later that night. Ultra sound in ICU validated fluid in the abdominal cavity. The cause of death was uncertain, but possibly due to blood loss or an unspecified cardiac issue. An autopsy was not performed. The patient's hospitalization was extended, however, it is unknown if it was related to the mynx or not. The device was not returned to cardinal health for evaluation. The review of the lot history record (f1620905) indicated that the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment.  Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, it was reported that the device was used in conjunction with an 8f procedural sheath. It should be noted that per the instructions for use (IFU) all mynx product family of devices were indicated for femoral arterial closure utilizing a 5f, 6f or 7f procedural sheath (not 8f), as the sealant will not be of sufficient size to seal the arteriotomy thus allowing blood to flow around the sealant and possibly expelling the sealant. In addition, it was reported that there were two high stick placements prior to closure. It should be noted that the instructions for use (IFU) warnings section indicates the following: "do not use the mynxgrip vascular closure device if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed." Based on the device history record review, there is no indication that the event is related to the device manufacturing process. No corrective or preventative actions will be taken at this time.

Event description:
It was reported that a patient died following femoral arterial closure with the mynxgrip 6f/7f device. Two stick attempts were made before intravascular access was achieved. The puncture site was located below the most inferior border of the inferior epigastric artery (iea), however, it was noted to be a high stick. Multiple sheath exchanges were not required during the procedure. The mynx device was being used in conjunction with an 8f 11cm procedural sheath following an interventional peripheral post intracranial stent procedure. Hemostasis was achieved. Ten to 15 minutes later, the patient's blood pressure dropped and IV vasopressors were given for hypotension. There was no tachycardia and no hematoma at that time. Code blue was called and CPR was initiated. During chest compressions, it was noticed that the device had failed and the patient had developed a hematoma (unknown size), so manual compression was held for an unknown duration. The patient was then transferred to the ICU and died later that night. Ultra sound in ICU validated fluid in the abdominal cavity. The cause of death was uncertain, but possibly due to blood loss or an unspecified cardiac issue. An autopsy was not performed. The patient's hospitalization was extended, however, it is unknown if it was related to the mynx or not.